Manufacturer narrative:
Additional info: d4, d10, g4, g7, g9, h2, h3, h4, h6, h10. Results of investigation: the device, used in treatment, was returned for evaluation. The visual inspection of the returned forcep confirms the tip is bent. This device was manufactured in 2017. This device shows signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident this device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the ends of the reduction forceps w/ points broad have become bent when being applied to the bone to compress a fracture. No delay was reported and procedure was completed with a smith and nephew backup device.